Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 1st test inr=5.1; 2nd test inr=4.0. Patient not on lovenox, heparin, or antibiotics. No sign of bruising or bleeding. Drew sample for lab, but no results provided.